Event description:
Updated summary: customer reported that he changed his set and reservoir last night and noticed today the vial icon is red and was seeing reservoir and set prompt. Customer reported insulin delivery was suspended due to alert on low (which occurred at 5:01pm), causing the reservoir and set message. Customer had been doing garden work prior to the low. There was no over delivery allegation. Helpline advised to do a reservoir process and then the pump was working fine. Sensor glucose was below 50mg/dl. Customer did not do a fingerstick at the time of the event and treated based on sensor glucose value. Glucose tablet and juice were used for treatment (not glucagon). So, actual event blood glucose value was unknown. Current blood glucose value at the time of the call was 135mg/dl when sensor glucose was 122mg/dl. During troubleshooting, more insulin was showing in the reservoir than on the status screen. Smartguard was used. Pump is not returning for analysis. Sensor is not returning for analysis.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in sections b5 and h6 (health effect - clinical code 1912 & health effect - impact code 2199) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump was possible overdelivery, and more insulin on the reservoir status. The customer reported a blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with glucagon. The event involved product(s) mmt-1884, mmt-342, and mmt-431ag. Troubleshooting was performed, and the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event, and the customer was used the auto mode feature. No further patient complications were reported. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1884. No product return is required for mmt-342. No product return is required for mmt-431ag.